Event description:
It was reported that prior to implant the pacemaker was unable to be interrogated. Technical services (ts) provided troubleshooting steps for this device, including changing the programmer and the device could still not be connected to. Ts recommended not implanting the device and returning for investigation. No adverse patient effects were reported.